Manufacturer narrative:
Upon review of the films provided, a fracture was observed sub-lesser trochanter. The extent of the perforation at index surgery as compared to post-surgery is unknown. There is no evidence of implant or instrumentation malfunction. Cortical perforation during broaching is a known hazard during total hip arthroplasty and is not unique to this product or system. The instructions for use list femoral bone fracture during intra-operative bone preparation or impaction as a potential adverse effect as well as post-operative femoral or acetabular fracture by trauma, excessive loading, bone defects from previous surgery or reaming, and bone resorption.

Event description:
Primary implant surgery was performed on (B)(6) 2015 by als approach. When the broach was inserted in the ap direction, its tip perforated the medial cortex. The operation proceeded and the stem was implanted. On (B)(6) 2016, the surgeon recognized a bone fracture on the x-ray films. A revision surgery was performed on (B)(6) 2016 and the stem was removed and replaced with a lima modulus stem. The surgeon commented that perforation by the broach was the cause of the fracture, and repeatedly rotating anteversion/retroversion might have affected it too.